Event description:
It was reported by the customer that they attempted to use the device in an open heart CABG surgery and the handle assembly would not discharge at the attempted 20 joules. The customer was able to bring in another handle assembly from another device and it worked successfully. The pt survived with no adverse effects from the failure of the handle assembly. The customer did request the part number and list pricing for a replacement handle assembly and also for one and two inch sets of spoons that attach to the handle assembly.

Manufacturer narrative:
Physio-control provided the customer with the requested part numbers and pricing info to repair the unit. The customer later confirmed that they have decided not to repair the device use to the age. The customer has put in a requisition for a new lifepak device.